Event description:
Patient reported bilateral pain and bilateral implant removal from textured to smooth due to the concerns of the product. Later, healthcare professional reported bilateral ruptures of both implants. The device has been explanted. This complaint captures the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety -product/procedure: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.